Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. Customer stated that the buttons of insulin pump were hard to pressed. Customer reported that button was not pressed for 3 minutes or longer. Customer reported that they received no delivery alarm, when she tried to clear it, the insulin pump said the button was stuck. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No button error alarm noted upon testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).